Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter confirmed the end of the threads to be fractured. Event reported for threaded portion of the device fracture can therefore be confirmed. The fractured portion of the inserter remains assembled with the shell. The fractured threads are not flush with the outer radius of the shell. This observation indicates that the shell may not have been completely seated on the inserter at the time of the fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was determined to be a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip arthroplasty the threaded portion of the shaft broke off in the shell during cup impaction. Attempts to obtain additional information have been made; however, no more is available.